Event description:
It was reported an intervention was required due to pseudoarthrosis and the breakage of a plate in a patient.

Manufacturer narrative:
Please see attached for a summary of our investigation results. (B)(4).

Event description:
It was reported a revision surgery was performed to exchange the broken plate.